Event description:
I underwent a acdf 4-5 stalif c device. I was advised by my surgeon dr (B)(6) that a new introduced device stalif c is the best option for me. The hospital entered me in a study on (B)(6) 2017. I was in a car accident (B)(6) 2015. Failed all conservative treatments, therefore I had no choice but to have surgery. The symptoms after the procedure are extremely painful. I underwent all over through all pain mgmts and have no relief. According to my other dr, who has done reading of the studies done on the device I'm reporting, this device might have not been suitable for my condition and is possible defected. I'm waiting for (B)(6) clinic to give me an appt with a physician who specializes in cervical spine and is a surgeon, his name is dr (B)(6). Hopefully I will find out what is going on. I will most definitely inform you of the outcome and you are more than welcome to get involved since this could potentially be a danger to our citizens. Thank you. (B)(6). Screw, stalif c, wirb protocol, cage lordotic.

Event description:
Additional information received from reporter on 10/21/2019 for report mw5079104. Reporter called to report additional and worsening symptoms since initial report. Reporter stated she had a revision on (B)(6) 2018, and continues to have problems with movement of head, burning throat, swelling in the back of her neck, feels like fluid build up, burning heat feeling inside, feels like food is going into airway instead of esophagus. Reporter stated she is growing thyroid nodules, had an abnormal ent exam, an abnormal barium swallow test, and feels like something is stuck in her throat. Reporter stated that she feels like her body is rejecting the device, and feels she could be allergic to the device. Reporter stated her skin is becoming discolored and turning purple. Reporter said the manufacturer sent her a letter stating she could get sepsis from the device, but nobody believes her and nobody will help. Reporter stated that due to fluid build up, she is losing her hearing. Reporter is extremely concerned for her health.